Event description:
It was reported that bd maxguard extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that when priming tubing for lipids, leaking noted. Attempted to tighten as that was thought to be the cause of leak, but fluid continued to leak through the end of the hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported leaking at the hub, and returned one sample of material me2020, lot 24109117. An unknown extension filter set was also included and attached to the set. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water from a 3 ml bd syringe, and the leakage was verified from the female luer/tubing connection on the me2020 set. There was no issue observed with the extension filter set. The tubing and female luer were able to be separated with minimal effort. The tubing was found to be opaque-white and was hardened at the tip, which could be a sign of excess solvent. The manufacturing plant found the root cause for the separation and leakage to be related to the solvent assembly process on the tubing. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.